Event description:
Report rec'd from the USA stating that service was required for the device. During service neuro-tip bent was noted. It is known the device was not used in surgery. It is known injury or medical intervention did not occur. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of neuro-tip bent was confirmed. During service the device failed the visual assessment. If add'l info becomes available a supplemental report will be submitted. (B)(4).